Manufacturer narrative:
Evaluation summary: the stent remains in the pt and the delivery system was not returned; therefore, device investigation could not be performed. Factors that may contribute to stent migration include, but are not limited to, slack in the delivery system, inappropriate sizing of the stent to the vessel wall or lesion/stenosis morphology. There were no anomalies found during the stent delivery system preparation and inspection. Although the stent migrated after delivery to the lesion, it does not appear that the event was due to a device performance issue but rather, it is possible that pt's anatomical characteristics and/or circumstances during the case contributed to the stent migrated. Reportedly, the aortic arch was type iii and diseased, and the lesion was 90% stenosed. As part of mfg quality process, all xact stent systems are visually inspected before packaging. Based on the available info, a conclusive cause for the stent migration could not be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. The incident is likely due to operational context of the device. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: stent migration. Symptoms/ae: placement of a second stent. Time of malfunction/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, the xact stent migrated, requiring placement of a second stent to fully cover the lesion. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. There was no additional info provided.